Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
The insulin pump alarmed for a button error due to moisture damage on the keypad traces. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. Her blood glucose level was 6.2 mmol/l. The customer was advised to discontinue use of the pump and revert to a back-up treatment plan. Nothing further was reported.